Manufacturer narrative:
All four of the returned blades have a fiberoptic light bundle that transfers light from the heal of the blade to the tip. The transmitting of light is directly from the handle in use since there is no bulb in these blades. Flickering or turning off of the lights after proper installation onto a handle would be a handle failure and not a blade failure. The handle(s) were not returned by the customer so only the blades could be functionally tested. The four (4) returned devices were visually inspected for damage or abuse. The devices all showed normal use and nothing stood out as abuse. All four (4) blades were installed on three different handles (reusable stubby, reusable medium, disposable penlite) to see if flickering or turning off could be witnessed with different handles. All four of the blades illuminated and did not flicker when installed on the three (3) known to function properly handles. Each blade and handle assembly was rotated into end use position and forces were applied to the ends of the blades to simulate end use. At no time did the blade lights flicker or turn off. A final test was conducted where each blade was installed on four (4) stubby handles and allowed to stay illuminated for 20 minutes. After the 20 minutes, all of the lights were still illuminated and no flickering or turning off was witnessed. Since each blade properly functioned with each tested handle, the customer complaint is not confirmed for flickering and turning off.

Event description:
The customer alleges the "handle has a faulty connection." No other details were provided and no patient injury/harm reported.